Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: during the admission, the bedside nurse noticed worsening aphasia on (B)(6) 2017. A CT scan taken showed slightly increased size of prior left frontal hemorrhage and edema. Neurology recommended that coumadin be held 48 hours and a repeat CT be taken. The patient was transferred to the intensive care unit. The follow-up CT scan showed a slightly increased hemorrhage in the previously noted left frontal lobe/frontal operculum/anterior insular infarct. Surrounding edema was stable to slightly increased. The CT scan showed no aneurysm or dissection. The findings were discussed with the stroke team. No intervention was needed at the time other than a prolonged hospitalization for the patient. The neurologic event reportedly resolved on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after the patient received a dose of clopidogrel on (B)(6) 2017, the patient developed worsening right facial droop. CT scan revealed a small area of hemorrhagic conversion within a known left frontal infarct. Anticoagulants at the time of the event were aspirin, warfarin and plavix. No additional information was provided.